Manufacturer narrative:
The reported event was confirmed as cause unknown. The device had not met specifications, and the product was used for treatment purposes. The product was influenced by the reported failure. Visual evaluation of all four photo samples noted one opened (with some original packaging), silicone foley catheter portion. Visual inspection of the photo sample noted the balloon of catheter appeared inflated and severely asymmetrical from all angles. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or damaged or if any imperfection or surface deterioration is observed, do not use."

Event description:
It was reported that there was an out-of-specification balloon concentricity.